Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain/ prayers for speedy recovery/ welcome to other side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), peripheral coldness ("my fingers turn cold and blue"), skin discolouration ("my fingers turn blue"), arthralgia ("hip pain"), rash ("rash under breast and on belly"), ovarian cyst ("right ovary due its size and cyst"), malaise ("so sick"), chest pain ("chest pain"), palpitations ("heart palpitation"), dyspnoea exertional ("easily winded just walking") and abdominal pain ("baby kicking(flutters)"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain and arthralgia was resolving and the peripheral coldness, skin discolouration, rash, ovarian cyst, malaise, chest pain, palpitations, dyspnoea exertional and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, chest pain, dyspnoea exertional, malaise, ovarian cyst, palpitations, peripheral coldness, rash and skin discolouration to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: feeling sick, chest pain, heart palpitation, winded, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter's information added. Event:baby kicking (flutters) added. Event medical device removal deleted. Event back pain updated to serious incident with essure removal information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayers for speedy recovery/ welcome to other side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In february 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced peripheral coldness ("my fingers turn cold and blue"), skin discolouration ("my fingers turn blue"), back pain ("lower back pain"), arthralgia ("hip pain"), rash ("rash under breast and on belly"), ovarian cyst ("right ovary due its size and cyst"), malaise ("so sick"), chest pain ("chest pain"), palpitations ("heart palpitation") and dyspnoea exertional ("easily winded just walking"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, peripheral coldness, skin discolouration, rash, ovarian cyst, malaise, chest pain, palpitations and dyspnoea exertional outcome was unknown and the back pain and arthralgia was resolving. The reporter considered arthralgia, back pain, chest pain, dyspnoea exertional, malaise, medical device removal, ovarian cyst, palpitations, peripheral coldness, rash and skin discolouration to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: feeling sick, chest pain, heart palpitation, winded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : the events "lower back pain" and "hip pain" were added. Reporter information was added. On (B)(6) 2020: social media report received : the events rash and ovarian cyst were added. Outcome of event back pain and arthralgia was changed to recovering. Date and duration of essure implantation added. Reporter information was added. On (B)(6) 2020: social media received: events, feeling sick, chest pain, heart palpitation, winded were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayers for speedy recovery/welcome to other side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced peripheral coldness ("my fingers turn cold and blue") and skin discolouration ("my fingers turn blue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, peripheral coldness and skin discolouration outcome was unknown. The reporter considered medical device removal, peripheral coldness and skin discolouration to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: content from social media received. Event medical device removal was added. Reporter information added. Fu1 and fu2 were processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.